Event description:
It was reported that the lead exhibited an elevated capture threshold, suspected to be due to a micro dislodgement. No action was taken with the lead and there were no adverse consequences for the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.